Event description:
It was reported that the patient presented for a left bundle branch implant procedure. During the procedure, the left ventricle lead was unable to implant. The physician attempted to reposition the lead, but the helix of the lead was unable to retract from septum. Also, it was noticed that the lead's helix had unspecified helix rotation issue. As a result, the physician decided to replace the lead with a new lead. However, the second lead also exhibited the same problems; it failed to implant, could not retract the helix, and also had an unspecified helix rotation issue. The second lead also not used and replaced with new lead. There were no patient consequences.

Manufacturer narrative:
The reported events were unable to implant and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned for analysis. The helix mechanism test was unable to be performed due to the helix stretched / damaged as received consisted with procedural damage. The cause of the reported event of a helix mechanism issue was isolated to the stretched helix as received. Electrical testing did not find any indication of conductor fractures or internal shorts.